Event description:
It was reported that the patient's right ventricular lead exhibited high defibrillation impedance. No interventions were performed. The patient's condition was unknown.

Manufacturer narrative:
Section h6: correction: clinical code and health effect codes updated.